Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. To resolve the reported issue, the x-ray batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while troubleshooting the imaging system, the x-ray batteries for the system were not holding a charge. No additional information was provided. There was no patient present when this issue was identified.